Event description:
The patient reported that their previous catheter came loose with their first pump. Interventions, patient symptoms, drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).